Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer alleged the insulin pump was under delivering. The customer's blood glucose level was 236 mg/dl at the time of incident. Customer stated reason of under delivery was piston was somehow stopped from pushing the insulin to body. The device will be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0867 inches. No unexpected insulin flow blocked alarm or no under delivery anomaly noted during testing. Device received with pillowing keypad overlay, minor scratches on case, cracked keypad overlay and missing serial number label. (B)(4).